Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. (B)(4).

Event description:
It was reported that this right atrial (ra) lead was explanted due to other non-product experience. Additional information obtained from the field which indicated that the patient experienced pain and swelling in the left arm. No infection noted. No additional adverse patient effects were reported.